Manufacturer narrative:
(B)(4). Associated device: tess corolla, reference and batch not communicated. Report source, foreign - event occurred in (B)(6). Product was not returned or pictures were not provided. Visual and dimensional evaluations could not be performed. The DHR review can¿t be performed as the item/batch number was not provided. This device is used for treatment. The products involved in the complaint are compatible. Complaint history search could not be performed as the part and lot information was not provided. X-ray was reviewed and show that the humerus broke below the level of the implant. The most probable root cause of the issue would be the patient fall. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that patient fell and broke humerus. Patient underwent revision surgery.